Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose level was 200 (mg/dl). The customer stated this value was above their target. Customer stated a bolus via the pump would be delivered. The customer declined further assistance and stated a cartridge would be reloaded onto the pump following the report with tandem technical support.